Event description:
It was reported that following a percutaneous coronary intervention, the patient experienced in-stent restenosis and a myocardial infarction.in 2010, a unknown size promus element stent was implanted to treat the stent restenosis of a non-bsc stent implanted in 2009 in the proximal left anterior descending (lad) artery.in (B)(6) 2012 patient returned due to chest pain and an acute myocardial infarction. In-stent restenosis of the implanted promus element stent was noted. Patient was transferred to another hospital for coronary by-pass surgery.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).